Event description:
Healthcare professional reports that patient act values recorded during ECMO have been running lower than expected based on heparin dose. Customer has been using usp lower potency heparin since (B)(6) 2010. Based on report, bolus administration of heparin at 10 u/kg is administered. In this case patient weight was 6.46 kg, and had estimated blood volume of 555 ml. This patient came off ECMO and was admitted. The act+ labeled sensitivity is 1-6 units of heparin per ml of blood. Conference call was held with institution on (B)(6) 2010 to discuss recommendation for a more appropriate test for this application, i.e. With a lower concentration range. Liquid quality control readings were acceptable.

Manufacturer narrative:
This MDR submitted (B)(4) 2011 references itc complaint (B)(4). There were two instruments used for this patient. This is the second report for this patient (see MDR 2248721-2011-00008). Method, result, conclusion: manufacturer/evaluation/investigation currently in process. Itc has requested all data required for form 3500a.